Manufacturer narrative:
Block e1: initial reporter's address: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted gastric in a patient with a pancreatic cancer during an endoscopic ultrasound (eus) gastroenterostomy procedure on (B)(6) 2025. During the procedure, the stent was placed in the stomach and perforated. However, when the first flange was intended to be expanded, it was released but did not expand, therefore, the physician lost track of its position. As a result, the stent had to be removed, and an ovesco clip was used to close the puncture site. The procedure was cancelled. No patient complications were noted as a result of this event. The patient is expected to fully recover. Note: it was reported that the axios stent was intended to be implanted during a gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Manufacturer narrative:
Block e1: initial reporter's address: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted gastric in a patient with a pancreatic cancer during an endoscopic ultrasound (eus) gastroenterostomy procedure on (B)(6) 2025. During the procedure, the stent was placed in the stomach and perforated. However, when the first flange was intended to be expanded, it was released but did not expand, therefore, the physician lost track of its position. As a result, the stent had to be removed, and an ovesco clip was used to close the puncture site. The procedure was cancelled. No patient complications were noted as a result of this event. The patient is expected to fully recover. Note: it was reported that the axios stent was intended to be implanted during a gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.